Manufacturer narrative:
During a complaint review, beta bionics identified a complaint classification update related to incorrect quantities of supplies packaged in product kits. Following implementation of the updated complaint classification, a retrospective review of complaints was conducted, and this event was identified as potentially MDR reportable. Upon identification, the complaint was reevaluated and this MDR was submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient¿s family received a cartridge box that contained only 10 needles instead of the expected 15, and a replacement cartridge box with needles was provided; the device problem and component were not specifically identified. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.